Manufacturer narrative:
The lot # reported was h22g8059; however, that is not recognized by baxter as a valid lot. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "break occurred between the dark blue tip and light blue body." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury, however the patient was on antibiotic treatment. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.